Event description:
It was reported that the patient was in the ER due to experiencing an increase in seizures. The patient was given medication and then discharged. Patient was seen and diagnostics were within normal limits. Physician was not confident that patient's symptoms were related to vns and was to look into other causes.

Event description:
Implant card was received reporting that the patient&#39;s generator was replaced for prophylactic reasons. The device has not been received to date.